Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The battery out limit alarm could not be verified and missed bolus could not be selected due to no button response. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
Customer reported receiving a battery out limit alarm after a battery change and stated that they are unable to get the insulin pump to work. Customer also reported difficulty pressing the act button and stated that it does not work. Customer's current blood glucose reading is 350 mg/dl. No further information reported.